Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that he had no delivery alarm during manual prime. Customer's blood glucose was 147 mg/dl. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight and verify the insulin exits the tubing. The customer stated the insulin did exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer stated the pump did not alarm no delivery. The customer was advised the pump is working as designed. The customer reported via that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 147 mg/dl. The customer reported the drive support cap appears normal. The customer did not report motor positon encoder alarm. Customer was able to rewind. Customer found 2 motor errors in alarm history. The customer was advised that the device would be replaced.